Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via email that the she did not know that she was supposed to bolus before every meal. Customer experienced high blood glucose values into the 400's mg/dl through yesterday. Customer did not start bolusing until yesterday evening. Customer stated that her blood glucose is more stable now and she is getting better the more she changes out her infusion set.